Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 125 mg/dl. Customer stated that the pump was exposed to moisture through the rain. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer declined to return the insulin pump and understands that he will be liable for the pump. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded escape, act, up and down buttons on the keypad trace. No button error alarm during our testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.